Event description:
It was reported that pump declared altitude alarms that persisted despite prior troubleshooting, which led to insulin suspension but did not cause blood glucose to exceed reported threshold. There was no adverse impact to the customer¿s blood glucose level. Customer cleaned speaker holes as instructed, removed and reconnected cartridge, and successfully resumed insulin after waiting as directed; altitude alarm did not recur after these steps. Technical support advised customer on proper pump wear to avoid blocking speaker holes, arranged replacement pump and cartridge, and customer planned to use multiple daily injections as backup therapy, with interest in obtaining out-of-warranty loaner pump.